Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at catheter junction (B)(6) 2025. A healthcare worker who has a leak at the catheter and syringe while ventilating a patient's fluids immediately replaces the IV needle with a new one.

Manufacturer narrative:
1. DHR/bhr review (lot#4198428): 1) the products of this batch were assembled at intima ii auto line 4 in aug 2024, and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, and the test in accordance with product specifications, no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.since the specific location and abnormal state of the leak cannot be identified, the root cause of the leak cannot be determined.the plant will continue to track and trend for this issue.

Event description:
No additional information available.